Event description:
Information was received from a patient regarding an external device -. The reason for call was patient reported the controller battery to recharge the implanted neurostimulator was wearing out before they could finish recharging the implant. Patient said the controller had to be plugged back into the wall before they can get the implant to 100%. Agent asked, patient said the issue started in the last couple months. Patient also said they were shocked at the number of times they had to reposition the recharger last night. Patient mentioned they always positioned the paddle over the device by putting their fingers through the hole in the paddle so they knew they were over the implant properly. Agent asked patient how long it normally took to get the implanted device to 100% and patient said usually it was a couple hours with having to recharge the controller. Patient denied seeing any error codes or alerts when they attempted to charge their implant. Agent had patient remove the battery pack from the controller and plug the controller into the ac power supply. Patient confirmed the controller powered on. Patient reinserted the battery and confirmed the green light on the controller was flashing. Patient inspected the recharging antenna cord but did not see any damage. Patient then attempted to start a charging session of their implant. Patient was able to start charging with excellent right away. Controller battery was at 100%, implant was at 70%. Patient stated they could not get their implant past 80% last time they attempted to charge. The issue was not resolved.a replacement li battery pack was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The device was received for product analysis. Product ID 97745bp, lot# nlh048166n, analysis found broken case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient never received a shock from the device.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# nlf166388n serial# implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.